Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had issues with upstream occlusion while running norepinehrine. There was no known patient injury or medical intervention associated with this event. Once the user swapped the infusion to another pump the problem was resolved. No additional information is available.